Event description:
It was reported that the fiber cap detached inside the patient at 175,079 joules into the case. The laser failed in an unintended direction. No patient or end user injury was reported. The physician was able to retrieve the fiber cap with graspers. There was no indication or report of any part of the device remaining inside the patient. The procedure was completed with a second fiber.